Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital discarded as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: pm0001681 herden left triflange 635170, 103531 ti low profile screw 376310, ep-105996 epoly ringloc liner 761260, 103533 ti low profile screw 326900, 103533 ti low profile screw 326900, cp161945 ti lock-scr cancls 563080, cp161945 ti lock-scr cancls 563080, cp161944 ti lock-scr cancls 035450, cp161945 ti lock-scr cancls 563080, cp161944 ti lock-scr cancls 178470, unk item #, unknown stem, unk lot #. Event occurred in (B)(6).

Event description:
It was reported that a patient underwent an initial hip arthroplasty. Subsequently the patient was revised on approximately one month post operative due to infection. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.